Event description:
On (b)(6)2024, a patient in Spain underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. It was reported that the patient experienced redness and abundant secretion of gastric contents, oozing. The patient was treated with Diprogenta. It was later reported that the patient's cultures resulted in positive identification of E.coli at the stoma site. The patient is being treated with oral antibiotic, amoxicillin clavulanate 875/125 mg every eight hours for seven days. The device remains implanted.

Manufacturer narrative:
Catalog number in D4 is the international List number which is similar to US List Number of 062910.The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a PEG tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.